Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The reported event cannot be confirmed with the available information. However, it has been determined that the root cause of this event was likely due to patient and/or procedural related factors. There has been no indication or allegation of a product malfunction. It was noted that there is no deficiency of the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic mitral valve was implanted, then explanted due to the distortion of the patient's aortic valve which led to severe aortic regurgitation. The subject device was implanted and the left atrium closed. There was severe aortic regurgitation noted on echocardiography. The lv vent that was placed through the mitral valve was draining large amounts with the heart being distended, so it was suspected that the mitral prosthesis insertion distorted the aortic annulus. The left atrium was reopened, and could not find any unusual stitching of the mitral valve. The aortic leaflets were noted to be thin. It was noted that there was no stenosis noted by echocardiography or by angiography before the surgery. There was distortion of the aortic valve left coronary cusp. So, the subject device was explanted and replaced with a smaller size valve, making sure that the sutures around the aortic area were not too deep. In spite of that, when they looked at the aortic valve, there was impingement there. So, there was one suture that was close to the annulus, but not in it. The suture was cut and replaced it with a suture that does not take the annulus at that level. The mitral valve was still competent. The aortic valve was much less distorted. The aortic valve was not replaced because the annulus was very small and would not have taken anything more than 17mm. Patient also underwent maze during the procedure. The patient was rewarmed again and came off bypass without inotropic medication and without difficulty. There was residual aortic regurgitation, but it was not significant. The patient was hemodynamically stable in sinus rhythm and left the or in satisfactory condition. Patient was discharged on pod #9.